Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. The battery compartment was reportedly cracked and the battery cap was unable to secure on to the pump. The battery cap was reportedly undamaged and the yellow o-ring was visible at the time of the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box revealed pump reboots, a pump reboot followed by a cs 177 service alarm, and a pump reboot follow by a cs 162 alarm. A ¿no power¿ event was not duplicated during investigation. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap threads were observed to be damaged. The battery compartment was observed to be cracked in the thread area below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).